Event description:
It was reported to aci that a (B)(6) old male patient underwent an interventional peripheral procedure on (B)(6) 2014. A pre-procedure femoral angiogram showed presence of pvd/calcium. Following the procedure, the physician who is a trained user, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the balloon was prepped in accordance to the IFU and the inflation indicator was visible. The device was inserted into the sheath and the physician attempted to inflate the balloon, but the balloon would not inflate. The inflation indicator would not come out, at that time it was determined that the balloon was not holding pressure and the device was removed as one unit. Manual pressure was applied for 40 minutes, hemostasis was achieved and the patient was transported back to his room. It is unknown if the patient was hospitalized or not.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon. A possible cause of the taper to taper tear in the balloon could have been from a rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode being a taper to taper tear. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1331001) indicated that the device lot met all established performance criteria prior to shipment.